Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/26/2016, that on (B)(6) 2016, the receiver displayed err121. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4) describe event or problem - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The receiver was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint was confirmed because hardware error was displayed. The root cause could not be determined. Additionally, a mt20655 universal serial bus (usb) micro b, 3 ft, 24 awg power wire cables (lot number 2141250) were returned. Also a mt21255 usb power supply (charger) with usb-a receptacle, 5v 1a, us connector ( lot number 2140876) were returned. An investigation is not necessary as these devices are unrelated to the customer complaint.